Manufacturer narrative:
The device in question was sent to us for technical inspection. The examination revealed no deviations from specification. A functional test of clip deployment did not show any difficulties. After reviewing the lot-based quality records, no abnormalities could be found, hence a product-related error can be excluded. The risk of causing a perforation is indicated in the instruction of use and is subject of the mandatory user training.

Event description:
During an intervention with cftrd for resecting a colonic adenoma at the appendiceal orifice, clip deployment was not verified by the operator before tissue resection. The resulting perforation required surgical closure and hospitalization of the patient.